Event description:
Event description guidant received information that this pacemaker did not provide pacing output during the implant procedure. The device was removed and successfully replaced during the same procedure. As the patient is not pacemaker dependant, no adverse outcomes occurred. Also, the device is part of a recent advisory on this model.